Event description:
It was reported the patient always felt a "jolt" down his left arm whenever the stimulator was "on" or whenever the button on the programmer was pushed to check the stimulator. There was no known accident or incident related to the complaint. The patient had fallen before but not "lately." Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: lead model 3387s-40 lot #v019204 implanted: (B)(6) 2007, extension model 7482a51 serial #(B)(4) implanted: (B)(6) 2007.